Event description:
It was reported that a non biased pedicle screw stripped.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Results: it appears that the stg was followed based on the stryker rep's reply. Manufacturing files were reviewed and no anomalies were found. Conclusion: the probable root cause is not determined due to no parts received for examination.

Event description:
It was reported that a non biased pedicle screw stripped.